Event description:
It was reported that during a total knee arthroscopy, two ortholock ex-pin 3x110s broke off at the tip during insertion into the patient's tibia. The broken fragments remain in the patient's tibial bone. This was the initial use of each pin. A c-arm scan was taken as a result of the broken pins. No adverse consequences and no surgical delay were reported with this event. The procedure was completed successfully.

Manufacturer narrative:
Probable root causes of the reported breaks were determined to be deviation during drilling or the use of a power tool. The devices were archived at the manufacturer facility.

Event description:
It was reported that during a total knee arthroscopy, two ortholock ex-pin 3x110s broke off at the tip during insertion into the patient's tibia. The broken fragments remain in the patient's tibial bone. This was the initial use of each pin. A c-arm scan was taken as a result of the broken pins. No adverse consequences and no surgical delay were reported with this event. The procedure was completed successfully.